Event description:
On (B)(6) 2023, this patient underwent an endovascular procedure to treat a left common iliac artery aneurysm (ciaa) using a gore® excluder® aaa endoprosthesis device, a gore® excluder® iliac branch endoprosthesis (ibe) device and gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). Reportedly, during the initial procedure, digital subtraction angiography (dsa) identified a distal type I endoleak originated from the gate of the left iliac branch endoprosthesis (ibe). An 11mm x 59mm gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was deployed and expanded to 9mm, with proximal flaring to 14mm within the gate. However, the dsa continued to show a leak from the ibe. An additional 11mm x 39mm vbx device was implanted for proximal extension and a 9mm x 39mm vbx device was implanted distally due to device shortening. A persistent endoleak was still observed on the dsa. Two additional 9mm x 39mm vbx devices were implanted for reinforcement, which resulted in improved outcomes. The ibe was re-ballooned with a poba (9x20) with a good result. The patient tolerated the initial procedure. On (B)(6) 2025, a new distal type I endoleak on the left side was determined. It was reported that the endoleak requires reintervention. According to the physician, the cause of endoleak remains unknown. Per physician, there is no consensus that it is a distal type I endoleak. No aneurysm enlargement was noticed. Further plan at the moment is to perform a catheter directed angiogram and assess the cause of the endoleak.

Manufacturer narrative:
B5: the event description was updated. B6: the imaging evaluation was added. D6: implant date was added. Code f28 was used to cover that the physician is monitoring the patient and will plan to do a reintervention. H6: code c19- a review of the manufacturing records for the device indicated the lot met pre-release specifications. The device remains implanted and is not available for investigation. According to the physician, the cause of endoleak remains unknown. Per physician, there is no consensus that it is a distal type I endoleak. No aneurysm enlargement was noticed. Further plan now is to perform a catheter directed angiogram and assess the cause of the endoleak. The gore® viabahn® vbx balloon expandable endoprosthesis will be reported separately.

Manufacturer narrative:
H6: code c21- a review of the manufacturing records for the device is going to be conducted. The investigation is in process. The device remains implanted and is not available for investigation. Images were provided for analysis. The investigation is in process. Further information will be provided in the final report. Code f28 was used to cover that the physician is monitoring the patient and will plan to do a reintervention. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On an unknown date in 2023, this patient underwent an endovascular procedure to treat an abdominal aortic aneurysm and a left common iliac artery aneurysm (ciaa) using a gore® excluder® aaa endoprosthesis device and a gore® excluder® iliac branch endoprosthesis device. On (B)(6) 2025, a new distal type 1 endoleak on the left side was determined. It was reported that the endoleak requires further reintervention. The event is ongoing. The physician is monitoring the patient.